Event description:
The customer obtained a non-reproducible vitros amon quality control result (qc lpvi g2767= 91.8 vs. Expected result= 46.2 ¿mol/l) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, there was no report of affected vitros amon patient sample results. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible vitros amon quality control result was obtained on a vitros 5600 integrated system. There was no evidence that a reagent issue contributed to the event. An ocd field engineer cleaned the microslide incubator and replaced the incubator evaporation caps to return the system to expected performance. Following these service actions, acceptable vitros amon performance was observed. The root cause of this event is an instrument related issue.